Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual evaluation, it was noted that the implant was broken at the base that was inserted into the driver. Functional testing was not performed due to the damage to the device. The most likely causes for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/18/2024, it was reported by an arthrex subsidiary employee via e-mail that an ar-1934bcf-2 suture anchor broke. This occurred during an ankle instability procedure on (B)(6) 2024, where another ar-1934bcf-2 suture anchor was used to proceed with the procedure.